Event description:
Report received from the USA stating that the device experienced "e8 console error" during spinal surgery. It (B)(4) known that the device was being used during surgery however, no patient or user injury or medical intervention occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "e8 console error" could not be confirmed. The device passed all tests and no problems were observed. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).